Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. The lesion was pre-dilated with a high pressure balloon catheter. A 4.00 x 12mm synergy¿ drug-eluting stent was advanced but during insertion, severe resistance was encountered and device failed to cross the lesion. The device was removed and was re-advanced with a support of a 6f non-bsc guide extension catheter. However, the device came in contact with the insertion port of the guide extension catheter and device still failed to cross. After the device was removed from the patient's body, it was noted that the distal portion of the stent strut was deformed. The procedure was completed with another 4.00 x 12mm synergy¿ stent. No patient complications were reported and the patient's status was good.